Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. No display ramping on its own anomaly noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at lcd window corners and battery tube threads.

Event description:
The customer's spouse reported via phone call that she experienced high blood glucose. The customer's spouse reported that she received a button error alarm. The customer's spouse reported that the buttons were unresponsive. The customer's spouse reported that the numbers started to scroll without any input from them. The customer's spouse reported that she was unable to clear the button error alarm. The customer's blood glucose was 533 mg/dl at the time of incident. The customer's spouse stated that will be treating the high blood glucose with manual injections. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.